Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Event description: on (B)(6), when the patient came in for a dressing change, the nurse encountered a connector that fractured upon slight twisting during replacement. Simultaneously, the internal protrusion within the connector fractured and became lodged within the PICC valve. This issue has now occurred in three consecutive cases. The nurse reported that when replacing the infusion connector for the patient, the connector fractured immediately upon slight twisting. Simultaneously, the protrusion fractured and became lodged within the PICC catheter. The patient witnessed the entire process and expressed concerns about product quality. The nurse also raised concerns about the connector's fragility, noting that if connector fragments were to enter the patient's body during infusion, the risk would be significant. Additionally, the nurse questioned whether the connector should be retained for up to 7 days during the intermittent period.

Manufacturer narrative:
Investigation result: no 2000e china sample was available for investigation. The customer reported that the affected sample was from lot 25065232 and that "when the patient came in for a dressing change, the nurse encountered a connector that fractured upon slight twisting during replacement. Simultaneously, the internal protrusion within the connector fractured and became lodged within the PICC valve. This issue has now occurred in three consecutive cases." As part of the investigation, the customer provided photographs of the affected sample. Analysis of the images, confirmed the customer's experience as the male luers of the of smartsites have sheared off leaving white jagged stress marks. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25065232 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive cause for the customer's experience could not be determined, however previous investigations into reports of this nature have indicated that damage of this nature may have been caused or contributed to by a combination of different factors, including the component being subjected to a lateral force, over-torque of the component during connection with the female luer, use of a female luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
No additional information.